Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an atrial fibrillation ablation procedure. Reportedly, the first prostyle device was deployed at 2 o'clock position. After step 4 was performed and the sutures were being harvested from the device, the knot was observed to be above skin level and the knot looked a little loose as well. The suture was cut and removed completely. The second prostyle device was deployed at the 10 o'clock position. The same issue happened with the suture (knot was above skin level) when being harvested from the device. The suture was cut with the suture trimmer and removed completely from the patient. The sheath was upsized to greater than 10f and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with a z-suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.